Manufacturer narrative:
Exemption number e2013017. B. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun italy s.p.a. (Manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). One sample was received for evaluation. The solution in the bag was filtered out, and after filtration a white powder was present on the filtration membrane. There was not enough of the white powder on the membrane to send it for ft-ir analysis, and therefore the substance could not be identified. There is not a point within the production process where a powder would be present. As a result, we have determined that the powder did not originate from the production process. A batch record review for the reported lot number did not reveal any abnormalities or non-conformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. Based on the results of the investigation, no conclusions can be made regarding the cause of the reported event. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
Exemption number e2013017 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun italy s.p.a. (Manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the sample are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: a tiny floater was found in one bag, after compounding. No patient involvement.